Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 2.9 mmol/l and 5.2 mmol/l which was treated with food. Customer stated that insulin pump had a critical pump error and also received the open book image on the insulin pump screen. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.